Event description:
Patient's mother reported that she replaced pt's mickey g tube four days ago. Last night she noted it was leaking "around the seal." Upon inspection by coram operations mgr and rd, there was a leak in the balloon when attempted to inflate it with water. Leak was at top of balloon.